Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume the food in time for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased and the customer experienced a blood glucose (bg) displayed as "low" on the continuous glucose monitor. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.